Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the arm, which is off-label usage of the device. The customer reported that a skin reaction (infection) at the puncture site occurred with two different sensors. This file is for one of the two skin reactions. The sensor was inserted in the arm. No skin preparation details or insertion date was specified. The customer indicated, ¿when I removed my sensor, it left a bump where the needle was that is now infected and requires antibiotics. I am now having the same issue with the 2nd sensor on my other arm.¿ no other symptoms were specified. The customer answered the harm or medical intervention question in the source stelobot chat as ¿yes.¿ no medication route, antibiotic name, or any other treatment details were provided by the customer. No further event details are available because the consumer had not logged in and did not provide contact information. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 2 reports of skin reaction in which each event has similar details but occurred on two different sensors. Please see related records (B)(4).